Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported by the mother of the (B)(6) year old patient that the pod was causing irritation, causing the patient to pull the pods off. As a result of the patient removing the pods, the patient experienced hyperglycemia (28.8 mmol/l, 518.4 mg/dl) and diabetic ketoacidosis. The patient was brought to the hospital where they were administered intravenous insulin and fluids and instructed to increase the patients basal rate by 50% for the next few days. The mother reported that the cannula on the pod that was worn at the time of the hospitalization was bent.